Event description:
It was reported that within 24 hours of implant the left ventricular (lv) lead dislodged and there was loss of lv capture. The lead was repositioned in another branch of the coronary sinus and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2013. (B)(4).